Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime at 4.0 pounds during prime test due to faulty force sensor system. The pump was unable to perform occlusion test due to motor error alarm. The pump passed displacement test, rewind, basic occlusion, no delivery and motor tests. The motor was inspected and motor anomaly was noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarm. The pump had missing end cap sticker, cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call indicating high blood glucose readings and a motor error alarm from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer stated that he was hospitalized for diabetic ketoacidosis. The customer stated that he had symptoms such as vomiting. The customer stated that the pump alarmed motor error and is not administering insulin into him. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was treated with saline and insulin drip.